Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. The sheath was re-advanced over the filter and uneventful retrieval followed. Another filter was successfully placed without pt complications. A filter was received, evaluated and retained by this MFR. The delivery system and sheath were not returned for eval. No anomalies were noted with the filter. User technique and/or pt anatomy may have contributed to this event. Co's directions for use state: "confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do no attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."